Manufacturer narrative:
One cadd-legacy® 6400 was returned in used condition. The customer's concern regarding accuracy issues was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd-legacy® 6400 exhibited delivery accuracy issues. No further information was provided. No death or serious injury was reported in connection with this incident.